Event description:
The customer reported that over the course of a vascular examination the image quality degraded and became unusable. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse evaluated the ma tables, calibrations and kv tracking. No conclusions can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.